Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year - 6 months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported a significant case of peri-implantitis around the implant placement area. The patient has since recovered.